Event description:
The customer reported that the spo2 alarm was not generated. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the spo2 alarm was not generated when the pt's spo2 captured value fell outside of the preset spo2 alarm configuration limits. No pt harm was reported. Since this spo2 measurement and alarm is indicative of need for emergent care, a lack of alarm could result in delay in providing emergent care. Therefore, pt harm/injury is possible. The clinical staff was using a heel sensor on a (B)(6) wrist. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.